Manufacturer narrative:
Sensor 068zmalc2 has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 8 (indicating error termination). An extended investigation was performed for the returned sensor and minor damage to the sensor tail was observed. It was determined that the damage likely occurred after sensor removal and thus was not significant as no other issues were observed. The sensors data was extracted using approved software and no abnormalities were observed in the data. The returned sensor terminated due to an error and it was determined that this error was caused by sensor removal and not a sensor malfunction. De-cased the returned sensor and observed no issues with the sensor's components or sensor flag. Performed a glucose solution test to check the accuracy of the returned sensor and observed results similar to that of a known good patch used as a control unit, indicating that there were no issues with the returned patch's accuracy. No other issues were identified. No significant abnormalities were observed during the investigation therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.